Event description:
It was reported that during use with an unspecified bd vacutainer® push button blood collection set there was a retraction issue while in vein. The following information was provided by the initial reporter: it is reported needle pre activate while in the patients veins.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: (B)(4). There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device lot #: 9170631 was reported, however, this is not a lot# manufactured for this product line. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with an unspecified bd vacutainer® push button blood collection set there was a retraction issue while in vein. The following information was provided by the initial reporter: it is reported needle pre activate while in the patients veins.